Event description:
The physician was attempting to post dilate a deployed stent in a hard lesion using an nc sprinter balloon. The balloon is reported to have leaked and an hematoma was formed. The hematoma was pressed to the vessel by balloon and disappeared. Evaluation summary: the distal tip was flared and slightly damaged indicating that it may have been stubbed during advancement. The presence of blood in the inflation lumen and balloon indicated a leak. The device was placed in a waterbath to disperse the residue. On removal of the device from the waterbath negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. On pressurization of the device a pinhole leak was detected proximal to proximal inner shaft marker. Visual inspection confirmed there were no raised edges or damage evident to the proximal end of the proximal inner shaft marker. A deep scratch was visible on the proximal and distal side of the leak site.

Manufacturer narrative:
(B)(4).